Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was 160 mg/dl. Customer stated that the reservoir lip ring was able to lock in place. The insulin pump will not be returned for analysis.